Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the devices were not returned. If the devices are returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five tools were broken during a craniotomy procedure. On follow-up, it was confirmed that there was no patient or staff impact. Additional information is being requested regarding product return.

Manufacturer narrative:
Report confirmed. Only four out of five tools were received used and fractured. One out of the four tools returned only included the proximal piece of the tool (fluted spiral end). It was also noted that the fracture location adjacent to tool exit from attachment, point with greatest stress in bending. The most likely cause of failure is fatigue in plane bending which causes tool fracture. If information is provided in the future, a supplemental report will be issued.